Manufacturer narrative:
(B)(4). Additional information: response from dr. (B)(6): "all the information we had led us to classify the incident as an incident that conduct to the decrease of the health state of the patient and not an incident that conduct to the death of the patient."

Event description:
The customer reports: when the guide wire was removed from the catheter, the guide got stuck. When the guide wire was finally removed, it was unraveled , and it slightly damaged the catheter. It seemed that the full spring wire guide was out but when an x-ray was performed, it was uncertain in any piece of the guide wire was retained in the vein.

Manufacturer narrative:
(B)(4). The customer returned one unraveled swg, an unused, representative catheter and other various components for evaluation. The customer confirmed that the actual catheter used in the procedure was not returned for evaluation. Visual examination of the swg revealed the guide wire is unraveled from the distal weld and the guide wire body also had multiple bends, stretched coils and the unraveled portion was tangled. The distal weld of the guide wire was not present/returned. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal end. The proximal weld was still intact. Visual inspection of the actual catheter could not be performed as the catheter used in the procedure was not returned. No anomalies or defects were found on the representative catheter returned. Two prominent kinks in the guide wire body were located approximately 385mm and 36mm from the proximal end. The broken core wire measured 601 mm in length, which is within the specifications of 596-604 mm per graphic; therefore, no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire, the overall length of the representative returned catheter body, and the inner and outer diameter of the distal extension line of the returned catheter were measured and all were found to be within specification. Dimensional inspection of the catheter used in the procedure could not be performed as that catheter was not returned for evaluation. The undamaged portions of the guide wire were able to pass through the representative catheter returned with minimal resistance. Functional testing of the catheter used in the procedure could not be performed as it was not returned for evaluation. A manual tug test of the proximal weld confirms the weld to be intact. A device history record review was performed on the guide wire and catheter with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The IFU also warns, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal end. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the actual catheter used in the procedure being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when the guide wire was removed from the catheter, the guide got stuck. When the guide wire was finally removed, it was unraveled , and it slightly damaged the catheter. It seemed that the full spring wire guide was out but when an x-ray was performed, it was uncertain in any piece of the guide wire was retained in the vein.